Event description:
It was reported that a pt underwent a laparoscopic burch colposuspension procedure and/or transabdominal burch colposuspension due to stress urinary incontinence in 2007 and mesh was inserted into the paravaginal fascia and fixed into the coopers ligament. The pt began to experience chronic and recurrent urinary tract infections along with severe abdominal and back pain. In 2008, the pt underwent a cystoscopy and/or lithoplaxy for the evacuation of stone fragments in the bladder at which time it was discovered eroding mesh was protruding through the bladder wall. The pt underwent surgical procedures which confirmed the eroding mesh into the bladder.

Manufacturer narrative:
(B) (4): bladder stones: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.